Event description:
It was reported that during the procedure, a 6x80x135 armada 35 balloon dilatation catheter was advanced onto an unspecified guide wire and to a "very severely" calcified lesion in the left superficial femoral artery. While inflating the armada 35 with a non-abbott inflation device, the balloon ruptured below nominal balloon pressure. The armada was withdrawn from the anatomy, and another a second same sized armada was advanced and inflated with the same result. The second armada was withdrawn from the anatomy, and a 6x40x135 armada 35 (3rd armada device) was advance to the lesion, and also ruptured below nominal pressure during inflation. The 3rd armada device was withdrawn from the anatomy and the procedure was ended and dilatation was not considered completed. There were no reported adverse patient effects, however, a clinically significant delay was reported due to the multiple balloon ruptures. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event: estimated therapy date. The 2nd 6x80x135 armada 35 and the 6x40x135 armada 35 mentioned are being filed under separate MFR numbers. Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.